Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal telemetry and output. Device image indicated that the autocapture feature was enabled and field data shows the device operated in high output mode. When automatic settings are programmed, the device output will adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed did not identify any functional issues. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.